Event description:
It was reported at the beginning of a da vinci hysterectomy procedure, while taking down the ip on the left side of the ovary, the surgeon noticed the monopolar curved scissors instrument (mcs) sparked. Upon further inspection, the surgeon noticed a burn mark on the pt's uterus where the instrument was being used. The surgeon immediately stopped using the mcs instrument and replaced the mcs tip cover accessory. The planned procedure was completed with the replacement tip cover accessory and without delay. No add'l pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The msc tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover has a .014 inch by .007 inch oblong hole burned through the silicone. The hole is located .175 inches above the silicone to ultem sleeve interface, 20 degrees radially from one of the parting lines. There is a mechanical tear at roughly the same distance above the silicone to sleeve interface, located 60 degrees radially from the same parting line. The hole exhibits localized melting and has an adjacent tear that also has localized melting on the outer surface of the silicone, suggesting an arcing event occurred. It was determined that tearing is likely due to instrument collisions. Collisions may have damaged the silicone, locally reducing dielectric strength and creating a path for arcing. High generator setting may have also contributed to arcing. The monopolar curved scissors instrument (mcs) was returned with the tip cover installed. The position of the arced hole appears to line up with a char mark on the distal clevis hub, near the pitch cable. The wrist may have been pitched when arcing occurred, reducing the silicone thickness and dielectric strength. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.